Manufacturer narrative:
Other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4); product ID: 9733437, serial/lot #: (B)(4). Analysis of the 9733437, lot# p700764 found that there was a damaged camera or scu. Analysis of the 9733437, lot# p702821 found that there was a damaged camera or scu. Analysis of the 9733437, lot# p700458 found that there was a damaged camera or scu. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of a procedure. It was reported that three positioning sensor unit (psu) camera failed calibration. There was no patient present when the issue occurred.